Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refs4713 showed no other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer that the dressing in PICC kit has low adherence to skin, even with extra glue it's required to request for another device to avoid the exteriorization risk. No other information was provided.